Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the digital pcb assembly was causing approximately 100ua of excess current leakage leading to the depletion of the device's hybrid layer capacitor (hlc) batteries. Further troubleshooting found that the vlcd voltage line had an excessive current being drawn from it; however, a component level cause could not be determined. It was also observed that the device's charge-pak assembly was not installed during evaluation. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would no longer power on. There was no patient use associated with the reported event.